Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused during patient infusion with calcium gluconate at rate of 70ml/hr. The pump was programmed to infuse the full amount of 500ml; however, "medication ran dry (there was air in the tubing past the slide clamp)" when the pump alarmed that infusion was completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: e1, h6 (replace codes), h11. H11: a review of the event history log (ehl) revealed that the device had air in line alarms that occurred 3 times on the event date. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.